Event description:
A caller reported experiencing a cartridge alarm 20. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l). Technical support decided to replace the pump, and the customer was advised to use multiple daily injections as a backup therapy. Technical support confirmed the shipping address and provided instructions on using the updated software. The customer was instructed to return the problematic pump using the provided return box and pre-paid label within 10 days, and a replacement pump was sent to them.